Event description:
It was reported there was a loss of therapeutic effect starting in summer of 2011. The patient had a loss of bladder control, and the symptoms gradually got worse. The patient had tried turning the stimulation up, but the issues did not resolve. The patient would not feel stimulation for a while, and then the patient would suddenly feel a shocking sensation. Then the patient would stop feeling stimulation for a while again. The patient had never tried changing programs, and the patient's health care professional had never been notified. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product typ extension, product ID 3093-28, lot# j0527412v, implanted: (B)(6) 2006, product typ lead, product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product typ programmer. (B)(4).